Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar' cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in the complaint was evaluated in the laboratory on 13th march 2019. Flexor was found to be broken approximately 23 cm from the white tip. Following the laboratory evaluation additional information was requested to aid with the investigation. As per customer testimony "the cannulation with the first guide was difficult, then they used a hpc-3 to perform a pre-cut and then the doctor decided to change the guide wire , he used a jagwire guide was used to successfully cannulate. The introducer of the prosthesis was in a good position to release. The doctor tried to release the prosthesis, but it was not released successfully and the prosthesis ¿ documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1554592 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1554592; upon review of complaints this failure mode has not occurred previously with this lot #c1554592. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ( ifu0062-5). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to flexed position of scope, therefore a build-up of pressure may have caused the flexor to break. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence the customer complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed'. The doctor can not introduce the catheter of the evolution prothesis that goes on the wire guide. Perform a large sphincterotomy again. The catheter goes on the wire guide without problem. The liberation of the prothesis begins with the correct indications of the specialist but the prothesis will not released. The catheter of the prothesis is removed. Observed that the catheter is corrugated at 23 cm for the distal tip and half of catheter broken. The prothesis was inside the catheter.